Event description:
In a revision, the surgeon was trying the advance the central screw it the poly using both drivers. In the process the both drivers were broke/bent.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.